Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touchscreen has been intermittently unresponsive. The customer's blood glucose level was not impacted. It was reported that after pressing the back button from the current status screen the pump would display the "bolus and options" screen menu, and it should have displayed the "unlock" screen. Troubleshooting with tandem technical support was performed. It was indicated that the customer would use backup pump as alternate insulin therapy.